Event description:
A malfunction alarm identified as malf 12 was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, there was no adverse impact. Technical support assisted the customer by providing information on resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue arises again, which the customer acknowledged and understood.